Event description:
Customer's mother reports back to back testing on the same meter while using the advantage system with results of 426mg/dl, 172mg/dl and 25mg/dl. No quality controls were run. Mother reports she found the customer unconscious and called the emt's. Mother reports emts tested customer on their meter with result of lo (<10mg/dl) and treated customer with IV glucose. Mother reports emts retested customer with a result of 136mg/dl; customer was coherent, alert, and talking at this point. Mother reports customer was then able to self treat by eating a sandwich. A request was made for return of the suspect product and a replacement was sent.